Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has been returned to zoll manufacturing corporation and the investigation is underway. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture dates monitor - (B)(4) - 07/08/2015. Belt - (B)(4) - 01/29/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. Prior to passing, the patient received a treatment shock from the lifevest. It was reported that the patient was in his bedroom at home at the time of the treatment delivery. The patient's wife witnessed the events and stated that the patient was unresponsive when the alarms from the lifevest began. Review of the patient's download data reveals that following device startup on (B)(6) 2019 at 8:38:55 am, the lifevest detected asystole two times from 9:58:01 pm to 9:59:19 pm. The patient's rhythm at the time of the detection was sinus bradycardia at 40 bpm slowing to bradycardia at 30 bpm slowing to severe bradycardia at 10 bpm. At 10:00:29 pm, the lifevest declared a non-treatable rhythm. The lifevest then detected asystole at 10:00:35 pm. The patient's rhythm at the time of the detection was severe bradycardia at 10 bpm. At 10:00:59 pm, the lifevest detected an arrhythmia. The patient's rhythm at the time of the detection was severe bradycardia at 10 bpm. At 10:01:58 pm, the lifevest declared a non-treatable rhythm. At 10:03:40 pm, the lifevest detected asystole. The patient's rhythm at the time of the detection was severe bradycardia at 10 bpm. The lifevest then detected an arrhythmia at 10:04:14 pm and began the treatment sequence. The patient's rhythm at the time of the detection was severe sinus bradycardia at 10 bpm. The patient received a treatment pulse at 10:05:09 pm. The patient's rhythm at the time of the treatment delivery was severe bradycardia at 10 bpm. The patient's post shock rhythm was asystole with intermittent cardiac activity. Cardiac amplitude oversensing and multiple counting contributed to the false detection. At 10:05:37 pm, the device declared a non-treatable rhythm. The patient's rhythm from 10:06:36 pm to 10:22:34 pm was severe bradycardia at 10 bpm with CPR artifact. From 10:22:34 pm to 10:59:50 pm, the patient was in asystole with intermittent cardiac activity/CPR/motion artifact, transitioning to an idioventricular rhythm from 20 bpm to 60 bpm, transitioning to asystole with motion artifact until the electrode belt was disconnected at 10:59:50 pm. The response buttons were not pressed during the event. The patient reportedly passed away on (B)(6) 2019 at 11:00 pm. The patient was wearing the lifevest at the time of passing. There is no indication that a device malfunction caused or contributed to the patient's passing.